Event description:
The pt was implanted with a surgical lead on (B)(6) 2007. The patient's ipg and two extensions were explanted on (B)(6) 2010 due to an alleged infection (see MFR. Report #s 1627487-2010-03201, 1627487-2010-03202 and 1627487-2010-03203). It was the physician's intent to leave the original surgical lead implanted; however, upon visual examination of the device, it also was replaced on (B)(6) 2010, during the surgical procedure to replace the patient's ipg. Follow-up on the pt found no further issues reported.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was returned cut and incomplete. The cut was observed approx 12cm away from the lamitrode paddle. There were multiple signs of electrocautery instrumentation damage on the lead segment. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Jsm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.